Manufacturer narrative:
This incident shall be a MDR reportable event as patient is (B) (6) carrier and the ccht is sent to emergency room. Thus, we are submitting this medwatch. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. However, briefing was conducted to all qa staffs to increase their awareness on such defect. Based on (B) (4) e-mail dated 22-feb-10, the initial test results of the needlestick were negative, and so the healthcare worker did not take prophylactic medication.

Event description:
Facility reported "15g fistula needle was pulled using safety device. Staff member was placing fistula needle in needle bucket when safety device slid back down off fistula needle and poked staff member in finger". Certified clinical hemodialysis technician (ccht) information, ccht identifier: (B) (6). Age at time of event: (B) (6) years. Gender: female. Weight: (B) (6) lbs.